Manufacturer narrative:
(B)(4). Pending add'l info.

Event description:
Rec'd a report of an ett failure that had a cuff leak. No add'l info was provided. Covidien is attempting to collect further details surrounding the circumstances of this report and any patient involvement.

Manufacturer narrative:
One sample of a mallinckrodt endotracheal tube was received for evaluation, and no lot number was provided. Visual inspection was performed, and it was observed that all the components were assembled properly at the tube. An inflation/deflation test was performed with a syringe, and 25cc of air was applied to the cuff. It was observed that the cuff held the air, and the sample was left inflated for two hours, according to process instructions. Additionally, it was submerged into a container filled with water, and no leaks or other failure mode were observed. Manufacturing controls are in place to detect cuff inflation/deflation related defects to reduce the potential for occurrence during the manufacturing process. Based on information from the complaint tracking system (cts), and manufacturing controls, the failure mode was not confirmed in the received sample. The manufacturing controls were verified and found appropriated and implemented. This information has been added to the database, and trends will continue to be monitored. (B)(4).